Event description:
The healthcare provider confirmed that the device was reprogrammed on (B)(6) 2013.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Three to four months prior to the report, the patient's therapy did not work like it used to. In (B)(6), the patient was having shocking sensations which felt like "two wires together". It was noted that there had been no falls or trauma. The reporter stated that it felt like the patient was wetting herself more often than she used to and was having a return of symptoms. The patient turned stimulation up from .4v to 1v in order to feel something. At the time of the report, the patient was on program 1 at 1.1v. The patient had tried different programs but it didn't seem to help. The reporter indicated that the patient had attempted to reach her healthcare provider (hcp) without success. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28 lot# v867753, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).